Event description:
It was reported the right atrial and right ventricular had impedance levels less than 200 ohms. It was further reported the right ventricular lead had rising thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg implanted: (B)(6) 2013. (B)(4).

Event description:
It was further reported that the ventricular lead impedance shows steadily decreasing values and the atrial lead had a sudden drop in impedance. A lead warning occurred on both atrial and ventricular leads for short-circuit paces. No patient complications have been reported as a result of this event.